Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) fragments of the aorta could not be recovered and came out onto the outside of the aorta after using the 3.8mm cutter, so they were removed. The cutter did not penetrate completely. Harvester who used it felt that the 3.8 mm anastomosis opening was too large. A prior CT scan confirmed that there were no problems with the properties of the aorta. There were no significant bleeding different from normal. No blood transfusion required. A new device was used to complete the procedure. There were no procedural delays. No health hazards to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11, h12 corrected sections: d4--unique identifier (UDI) # corrected from "(B)(6)" the device was returned to the factory for evaluation on 09/03/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the loading device or the delivery device. The delivery device was returned inside the loading device with the white plunger was fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. There were no visual defects observed on the aortic cutter. The aortic cutter was in a deployed state with the needle extended. There were no visual defects observed. The green safety was off which allows for the device to be deployed. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed since the needle was fully deployed. The lot # 3000347244 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.